Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. Her concomitant conditions included asthma, kidney stones, appendix removal, enlarged uterus, and possible adhesions. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer experienced pain. She reported experiencing itching skin, allergic complaints in eyes, increase or heavy blood loss during menstruation, pain during ovulation, abdominal pain, pain in head, tiredness, mood swings or emotionally out of balance, arrhythmia, weakness or asthenia, menopause complaints, excessive sweating, tingling, red blotches all over the body, sciatica, itch at vagina, and thyroid gland. The time till start of complaints was reported as 6 months but she did not specify for one of the events. She referred problems with movements but did not specify one of the events. The consumer contacted a doctor and had a treatment planned but also did not specify it. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. It was reported problems with movements, seen as disability, and since no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. It was reported problems with movements, seen as disability, and since no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.